Event description:
It was reported that a pt developed a burning/swelling sensation in the mouth after a procedure was performed using nupro prophy paste. There was no report that medical/surgical intervention was required to treat the symptoms.

Manufacturer narrative:
Subsequent to submission of the initial report, the device involved was returned and evaluated for appearance/color, odor, seal and delamination, and fluoride content. While it was found that the returned sample was under specification for fluoride content, it was determined that this would not likely have contributed to the event. All other properties tested were found to be in specification. Additionally, a DHR review was conducted and no abnormalities were noted.